Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, olympus confirmed that the connecting tube is dented. A definitive root cause could not be determined. However, it is likely that the event may have occurred by stress applied to insertion section. The event can be [detected/prevented] by following the instructions for use which state:  3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions; the bending angle in the up direction did not meet the standard due to wear of the angle wire, waterproofing was not possible due to the cut of the bending section cover (a-rubber), light guide (lg) lens was cracked, corrosion due to water leakage on the electrical connector (el-connector), and the connecting tube was dented. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope insertion folded. The issue was found during preparation for use of an unknown diagnostic procedure, and the intended procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, it was found that the coating on the connecting tube was peeling off (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.